Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system would not power on. There was no report of patient injury.